Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data collected from the device was analyzed and revealed high battery resistance/impedance leading to elective replacement indicator. Battery depletion was also indicated due to high battery impedance logged on (B)(4)-2011, prior to explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable pulse generator (ipg) had an early battery depletion. It was also reported that the patient had a syncopal episode, "felt dizzy," and "felt like throwing up." The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had an early battery depletion. It was also reported that the patient had a syncopal episode, "felt dizzy," and "felt like throwing up." The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.